Event description:
Patient with diagnosis of pancreatitis and sepsis became profoundly hypotensive after a continuous renal replacement therapy (crrt) filter change. Bp dropped fifteen minutes after filter started. Calcium and citrate held for twenty minutes during initiation per protocol. Ionized calcium was 1.25 prior to starting.

Event description:
Patient with diagnosis of pancreatitis and sepsis became profoundly hypotensive after a continuous renal replacement therapy (crrt) filter change. Bp dropped fifteen minutes after filter started. Calcium and citrate held for twenty minutes during initiation per protocol. Ionized calcium was 1.25 prior to starting.